Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient experienced pain after playing golf the morning of the report. It was noted the patient 'was in a lot of pain.' It was further noted the patient had no pain before this since implant. It was reported that the patient wanted help with reprogramming. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).